Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that before surgery, the system abnormally shut down. It was confirmed that the system successfully completed calibration.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system and was able to confirm the reported event. The company service representative cleaned the host module central processing unit (cpu), reseated all connections in the cpu, replaced the cpu battery and verified the power supply was functioning as intended. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the host module central processing unit (cpu) needing to be cleaned of excess dust and connections needing to be reseated the manufacturer internal reference number is: (B)(4).